Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device inappropriately loss power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported.